Event description:
The pt was admitted for an unk duration of time in (B)(6) 2014 due to accelerated hypertension (htn) with resultant congestive heart failure (chf). As of (B)(6) 2014, the pt continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues. The sample was discarded and was not available for return. Med records have been requested.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested med records and investigations are pending. A supplemental medwatch report will be submitted when med records are received. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.